Manufacturer narrative:
Device passed the displacement test and the rewind test. Device was unable to prime during prime test due to loose or protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test, basic occlusion test, self test, off no power alarm test and the delivery accuracy test or verify the stop current and run current due to prime anomaly. Device t had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose three days ago. The customer's blood glucose was 260 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump will be returned for analysis.